Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "leaking of gas during procedure" (gas leak). A customer reported the c3f8 was leaking gas during a case. The customer used the "old gas system" to complete the case. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).